Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise that was being oversensed which triggered noise reversion. The noise was reproducible with provocative arm movement. It was noted that the noise took a while to trigger noise reversion resulting in a delay in noise reversion or pacing. The device was reprogrammed. On (B)(6) 2017, the lead was capped and replaced. Patient was stable before, during, and after the procedure.